Manufacturer narrative:
(B)(4). Medical product: unknown lcck articular surface catalog # unknown lot # unknown. Unknown lcck femoral component catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Baochao ji, md, phd, guoqing li, md, xiaogang zhang, md yang wang, md wenbo mu, md, phd li cao, md, frcs. Department of orthopaedics, first affiliated hospital of xinjiang medical university, urumqi, xinjiang, china (2021-07-16). Midterm survival of a varus¿valgus constrained implant following one-stage revision for periprosthetic joint infection: a single-center. Doi 10.1055/s-0041-1731739. Multiple MDR reports were filled for this event: 0001822565-2022-01513, 0001822565-2022-01514. Product location unknown.

Event description:
It was reported that patient underwent revision due to mechanical failure, ligamentous instability and dislocation in knee. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this was not a revision of a zimmer biomet implant.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this was not a revision of a zimmer biomet implant.